Event description:
Same case as MDR ID: 2134265-2014-05165. It was reported that guidewire stuck on catheter occurred. The target lesion was located in the leg artery. An unspecified size journey guidewire was selected for use and advanced towards the lesion. Subsequently, the guidewire was deformed into a "j" shape and was stuck in the unspecified size coyote balloon catheter. The devices were removed completely by withdrawing the balloon with the guidewire still stuck inside. No patient complications were reported.

Event description:
Same case as MDR ID: 2134265-2014-05165. It was reported that guidewire stuck on catheter occurred. The target lesion was located in the leg artery. An unspecified size journey guidewire was selected for use and advanced towards the lesion. Subsequently, the guidewire was deformed into a "j" shape and was stuck in the unspecified size coyote balloon catheter. The devices were removed completely by withdrawing the balloon with the guidewire still stuck inside. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: an unidentified guidewire was received in the lumen of the coyote balloon catheter. Device analysis determined the condition of the returned device was consistent with the complaint incident. There was blood in the wire lumen of the balloon catheter. The guidewire was protruding from the coyote 1cm from the distal tip and 25cm from the hub. The balloon and inner shaft within the balloon were buckled/bunched-up. The distal tip was damaged. No other damage or irregularities in the inner shaft. No damage or irregularities were noted on the outer shaft and hub. The outer diameter (od) of the guidewire was measured and meets specification. The distal end of the guidewire was damaged. The damage to the balloon catheter and guidewire prevented the devices to be separated. There was no evidence of any material or manufacturing deficiencies contributing to the damage and guidewire interaction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).